Event description:
The patient experienced bothersome aphthous stomatitis - ulcerations -since the use of byte retainer. Doctor advised to stop therapy immediately.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.